Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue replaced the power management board which resolved the issue. The fse then performed all functional and safety checks to meet factory specifications. The iabp is used as a demo/loaner unit was cleared for use.

Event description:
It was reported that during a functional test of the cardiosave intra-aortic balloon pump (iabp) by a getinge field service engineer (fse), the batteries were not charging correctly. This problem occurred intermittently. There was no patient involvement and no adverse event was reported.